Event description:
It is reported the device was implanted in 2005. A year later, the device was revised and the rim of the liner was found to be broken.

Manufacturer narrative:
Evaluation summary: patient build and activity levels are unk. Surgical details of implanting the shell and liner are not available. X-rays were reviewed. It is assumed images represent post surgery and post liner fracture. It appears shell was implanted approximately at 50 degree abduction. Zimmer recommends 45 degree abduction and 20 degree forward flexion. Image b indicates probability of shell displacement at approximately 55 degree abduction with an increased forward flexion when compared to image a. Reason for displacement is unk. It is probable that due to displacement of shell, the load may have shifted from inner curvature to liner rim causing poly to fracture or shear. However, exact cause of above situation is unk. Evaluation: no product was returned for evaluation. Device history records indicate manufacture to specification.